Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump¿s screen suddenly turned black. The time setting was displayed. They had an unexpected restart alarm. The customer¿s blood glucose was unknown. No further details were given. The device will be replaced and returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the seat and rewind test due to faulty force sensor resistor (gold). Insulin pump passed the displacement test. Unable to confirm missing segments/partial display anomaly, unexpected restart alarm anomaly or perform the self-test. Unexpected restart error test due to compromised force sensor system alarm. Insulin pump had cracked case at display window corners, reservoir tube lip, minor scratched display window, stained end cap sticker and stained address/serial number label.